Event description:
It was reported that threshold was unacceptable when patient was supine, and when sitting the threshold varied. Physician opted to remove the lead and replace with active fixation. It was also reported that there was no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. The full lead was returned and analyzed.